Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was diagnosed with peritonitis manifested by turbid pd effluent and abdominal pain for two days (dates not reported). It was not reported if the patient was hospitalized for the event. On an unreported date, the patient started unspecified treatment for the peritonitis. The action taken with dianeal therapy was not reported. The outcome for the peritonitis event was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.